Manufacturer narrative:
The issue could not be verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report their device had locked up and was not responding to any button presses during patient monitoring. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report their device had locked up and was not responding to any button presses during patient monitoring. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.